Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they were seeing sawtooth waveforms in full disclosure, and unable to view the historical data for arrythmias. Additionally, the date was displaying as 2/1/1970 in arrythmia recall. The arrythmia recall issue is a known issue and nihon kohden (nk) had been working to resolve the issue. However, the issue with full disclosure was a separate issue. Nihon kohden technical support (nk ts) attempted to work with the customer to resolve the issue, but they were not willing to try any troubleshooting with nk ts. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue is software deficiency. The org software version 05-01 was released to resolve the issue. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that they are seeing sawtooth waveforms in full disclosure which is a feature that is to view historical data for arrythmias, st and other parameters on the central nurse's station. They also mentioned that they are also unable to view the historical data for arrythmias and the date displays as 2/1/1970. The second issue is with the arrythimia recall feature which allows you to view just the historical data for the arrythmias. The arrythmia recall issue is a known issue and nk is working on resolving this issue. However the issue with full disclosure is a separate issue. Nihon kohden technical support (tech support) tried to work with this customer to resolve this issue, but they were uncooperative. They stated that they just wanted the new software fix to resolve the arrythmia recall issue as they believe that will resolve the full disclosure issue as well and was not willing to do any troubleshooting with tech support. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they are seeing sawtooth waveforms in full disclosure which is a feature that is to view historical data for arrythmias, st and other parameters on the central nurse's station. They also mentioned that they are also unable to view the historical data for arrythmias and the date displays as (B)(6)1970. The second issue is with the arrythimia recall feature which allows you to view just the historical data for the arrythmias. The arrythmia recall issue is a known issue and nk is working on resolving this issue. However the issue with full disclosure is a separate issue. Nihon kohden technical support (tech support) tried to work with this customer to resolve this issue, but they were uncooperative. They stated that they just wanted the new software fix to resolve the arrythmia recall issue as they believe that will resolve the full disclosure issue as well and was not willing to do any troubleshooting with tech support. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they are seeing sawtooth waveforms in full disclosure which is a feature that is to view historical data for arrythmias, st and other parameters on the central nurse's station. They also mentioned that they are also unable to view the historical data for arrythmias and the date displays as (B)(6)1970. The second issue is with the arrythimia recall feature which allows you to view just the historical data for the arrythmias. The arrythmia recall issue is a known issue and nk is working on resolving this issue. However the issue with full disclosure is a separate issue. Nihon kohden technical support (tech support) tried to work with this customer to resolve this issue, but they were uncooperative. They stated that they just wanted the new software fix to resolve the arrythmia recall issue as they believe that will resolve the full disclosure issue as well and was not willing to do any troubleshooting with tech support. No patient harm was reported.